Manufacturer narrative:
The device was discarded and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was noticed during use of the device for peritoneal dialysis therapy. The patient performed a manual exchange to complete therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.